Event description:
It was reported that the driver was running on its own during an orthopaedic procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was received at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with bearings, as well as, corrosion in the driveshaft and other parts. The device will be repaired and returned to the customer.